Event description:
I am an insulin dependent diabetic. I have encountered a major problem with my latest shipment of insulin syringes. I approached my pharmacist, and he said to file a report. I have never seen anything like this in my diabetic history. I am also a registered nurse, and have never seen anything like this in my 40 yr career. This box of syringes has had cracked caps. I use 1/2 ml -30 unit- syringes. One box contains 10 packages of 10 syringes each. Each package has had at least 8 syringes with cracked caps. This is a sterility problem. Not only a sterility problem, but a needle stick problem !! Two big concerns. I can see one syringe cap being cracked, but not a hundred of them. Something is wrong. Our pharmacist looked at the caps, and my daughter a paramedic looked at them. We all are in agreement, this appears to be a mfg problem. -not a shipping, or a weather problem.- here are the numbers and company info for you. Sure comfort insulin syringes 3/10 cc for 30 units or less; 5/16" length slimline needle, 31 gauge needle; 100 single use syringes. Mfg for allison medical inc. (B)(4). (B)(4), item # 22-6503, lot # 00415. Dose or amount: up to 30 units of insulin. Frequency: 4 times a day. Route: im. Dates of use: (B)(6) 2010. Diagnosis or reason for use: insulin dependent diabetic. Used for insulin. I use these syringes at least 4 times a day. More if I need coverage.